Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing cr cat# 42512000510, lot# 62720692. Persona femur trabecular metal cr cat# 42502206001, lot# 62859391. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07892, 0001822565-2017-0789.

Event description:
It was reported that the patient underwent revision after initial knee arthroplasty due to pain.

Manufacturer narrative:
Upon review of complaint, it has been determined that the reported device did not cause or contribute to the event. As the complaint is related to nickel allergy, the tibial component needs to be voided as there is no nickel in it. The event is being reported on 0001822565-2017-07892.